Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an error message indicating a battery calculation error, which noted the longevity figures and other battery figures were no longer correct. It was noted the pacemaker remained operational and device replacement is scheduled. No patient complications have been reported as a result of this event.